Event description:
The customer observed architect i2000sr error code 1007 (unable to process test, activated read failure) about 3% per 2500 tests per day, when reaction vessel (rv) lot 69206p100 was in use. The error did not occur for a certain reagent, calibrator or control, but across assays. The customer checked the trigger and pre-trigger manifold, valves, level sensors, optics and gravimetric but no issues were discovered. The customer downloaded the instrument log for review and based on the graph, changed to a new lot of rv's. The issue was resolved with the new lot of rv's in use. The customer returned the suspect rv's to abbott for investigation purposes. There was no impact to patient management.

Manufacturer narrative:
Concomitant medical products: architect analyzer. Evaluation: no method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Correction, initial reporter, name and address: the initial medwatch submission contained an error for the initial reporter, name and address. (B)(6). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.